Event description:
It was reported there was leakage at the punction site. Removal of the device. No new device implanted. The peripheral circulation has been used instead of central.

Manufacturer narrative:
The device has not been returned to the MFR for evaluation. A lot history review (lhr) of rewj0475 showed no other similar product complaint(s) from this lot number.